Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on his insulin pump during manual prime. A reservoir occlusion could not be ruled out as the customer was unable to perform troubleshooting at the time. Nothing further reported.